Event description:
A veterinary case: it was reported that a locking screw backed out of a 5.5 broad locking compression plate (lcp) plate on a horse pastern arthrodesis about a month ago. Horse is doing well. Surgical delay and surgery outcome is unknown at this time. Plate is currently still implanted and not available for return, but screw will be sent back. This report is for an unknown locking screw. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the unknown screw with unknown lot number was likely caused by patient¿s (horse¿s) noncompliance in conjunction with possible incomplete locking; however, this complaint is not a result of any design related deficiency. The unknown screw, identified as a vs502.028 5.0mm locking screw, is an implant routinely used in the depuy synthes vet large fragment system. The device was returned and reported to have backed out of a plate that had been implanted in a horse. This condition is unconfirmed; no visual evidence was provided that would allow confirmation of this condition. It is likely that the locking screw was not satisfactorily locked into the plate and that patient (horse) noncompliance led to this complaint condition. The returned screw is in worn condition consistent with insertion and explantation. There is some deformation of the most proximal threads. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device is unconfirmed and does not agree with the complaint description. The complaint condition for this device cannot be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown locking screw. Part was reported as (B)(4), but no confirmation is available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.